Manufacturer narrative:
On 03/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/07/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine lumbar fusion procedure, with the imaging system, the surgeon alleged a 3 millimeter inaccuracy. The surgeon felt he was touching the bone, however, navigation showed the surgeon floating above the bone. At this point the surgeon used a c-arm to continue, a little later in the procedure, the surgeon decided to use navigation again, without re-spinning, and deemed being accurate. No screws were misplaced. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.